Manufacturer narrative:
This supplemental report is being submitted because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.

Manufacturer narrative:
The device referenced in this report was discarded by the user facility; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be determined.

Event description:
It was reported that while the patient who was under sedation was undergoing a ventricular tachycardia (vt) scar modulation procedure, the catheter presented an unspecified fault. The user removed the catheter and reinserted a replacement catheter to continue and complete the procedure. There was a delay of 5 minutes while the replacement catheter was obtained and prepped. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation provide the date received by manufacturer update device evaluated by manufacturer provide the device manufacture date, update the event problem and evaluation codes and provide the device investigational results. The device referenced in this report was returned for evaluation. Engineering investigated the issue and found the catheter to pass all safety and performance tests. During visual inspection, it was found damage on the plastic side wall on the tab caused by insertion error. The likely root cause of the complaint was incomplete insertion of the catheter into the swiftlink connector. Use care to ensure catheter connector is fully engaged into swiftlink before locking down. If the catheter is found to be only partially inserted, recovery is simply achieved by unlocking swiftlink, fully inserting catheter and relocking swiftlink.